Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were unable to enter auto basal. The customer had low and high blood glucose level of 52 mg/dl and 247 mg/dl. The customer's current blood glucose was 145 mg/dl. The customer declined to troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.